Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8083 for this event. Additional information was added to e4, g2: report source, h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional tests were performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked at the y-connector. This was identified during patient infusion. A green cap (non-baxter) was attached to the port. The set was filled and was leaking total parenteral nutrition (tpn) within two (2) minutes after the pump infusion was started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.